Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that late on (B)(6), an infection was observed after spinal fusion surgery. The date on (B)(6) 2023 is considered an approximate date of the event (specific month and year known only). It was further indicated that an infection occurred that was caused by scoliosis surgery performed on the patient. Removal of the system, including the catheter was being considered. Regarding the back infection, the causal relationship with the drug, catheter, pump, programming, and procedure was unrelated. The infection was not recovered as of on (B)(6) 2023. Regarding past medical history and history of side effects, none was indicated. There were no concomitant medications. Additional information was later received from a foreign healthcare provider via a distributor on 2023-jul-19. The model number of the catheter was unknown. The serial / lot number and implant date of the pump and catheter were unknown. Removal of the system (pump and catheter) were being considered. It was further noted that the issue was not yet fixed / resolved, but explant was expected. It was unknown if the back infection had resolved. The status of the pump and catheter and if the devices would be returned to the manufacturer were unknown.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.